Manufacturer narrative:
Please note that corrections were made to: device available for evaluation? Reason for non-evaluation. ''Other'' reason for non-evaluation. Please also note that the following section has been updated based on additional information provided on 06/06/2017: box 1. Conclusions code, box 2. Conclusions code. Additional information was received on 07/03/2017 following receipt of the returned devices confirming that this is a duplicate complaint and was also reported under report number 3005168196-2017-01041. Therefore, please refer to MFR report number 3005168196-2017-01041 and its associated follow-up. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00938, 3005168196-2017-00940. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00938 and 3005168196-2017-00940.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar bifurcation aneurysm using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (sch1s). During the procedure, the physician had difficulty detaching a smart coil using a sch1. It was reported that the ¿t¿ mark was in place for the detachment; however, the smart coil would not detach. After three failed attempts, a new sch1 was opened; however, the smart coil would still not detach. Therefore, the smart coil was manually detached. The procedure was completed using a total of fifteen coils. There was no report of an adverse effect to the patient.